Event description:
It was reported that this right ventricular lead was explanted due to experiencing dislodgement. Another lead was implanted instead. No further adverse patient effects were reported.

Event description:
It was reported that this right ventricular lead was explanted due to experiencing dislodgement. Another lead was implanted instead. Additional information reported that this lead also exhibited failure to capture and high pacing thresholds. No further adverse patient effects were reported.